Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2020 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2020. Original manufacturing narrative: the level that the surgeon was attempting to work on has a number of biological features that do not easily allow direct insertion causing him to insert slightly off axis. This off-angle insertion, combined with the poor disc space preparation led to an abnormal amount of force on the inserter shaft causing it to break.

Event description:
Upon insertion of the ll cage, the surgeon applied minimal pressure caudal while beginning to mallet, the tip of the threaded inserter broke off in the cage. The cage was not completely in the patient, so the surgeon was able to easily remove it. The surgeon tried to insert a different cage with a different inserter inner shaft, but the same thing happened again.